Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on the 6th floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the side rail slide bracket and release arm were damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the slide bracket and release arm to resolve the issue. Based on this info, no further action is required.